Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial liner was noted to be slightly loose after mating with the tibial tray. Attempts to obtain additional information have been made; however, no more is available.